Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.

Event description:
On 2/apr/2026, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had an unspecified infection. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting nurse stated that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of nausea and vomiting. The patient had a pd culture obtained (the same day) which growth of klebsiella pneumonia. The patient was diagnosed with peritonitis and was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (every 5 days), and ceftazidime daily (dosing not provided). The patient continued pd therapy with the same cycler without any adverse effects. Subsequently, the patient was hospitalized on (B)(6) 2026 for seizure-like activity. The nurse confirmed the event did not occur during pd treatment and was not related to fresenius products. The nurse stated the seizure-like activity was associated with patient¿s pre-existing seizure disorder. While hospitalized, the patient was continued on antibiotic therapy for known peritonitis. The patient was discharged on (B)(6) 2026 and continues pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.